Event description:
It was found during investigation of a returned pump that the upstream occlusion sensor was defective. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The alarm was noted in the ehl as stated by the complainant. The device was visually inspected. No anomalies was noted. Functional testing was performed. The allegation made by the complainant couldn't be confirmed. The possible root cause of the reported issue is defective upstream sensor or cassette product. The upstream sensor re-calibration was done preventively. The device passed all functional testing after repair.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no indication that the complaint was related to a service of the device within the view period. The customer issue could not be confirmed; however, the review of the event history log (ehl) found a record of the upstream occlusion alarm that occurred on (B)(6) 2026. The root cause of the issue was thought to be either a defective upstream sensor or cassette. The upstream occlusion (uso) sensor was re-calibrated as a preventative measure.